Manufacturer narrative:
Avery dennison received a complaint from a research & training hospital within turkey indicating that a yellow mucous layer formed under a chlorashield dressing on a patient. The yellow mucous indicated the patient had developed at infection at the catheter site. It was also noted that the dressing lost adhesion in the center and at the edges of the device. The bd chlorashield IV dressing with chg antimicrobial is not indicated to prevent infections. As stated within the indications for use of the device, the chlorashield dressings are to be used to cover and protect catheter sites and to secure devices to the skin. Common applications include covering and securing IV catheters, other intravascular catheters and percutaneous devices. The instructions for use specify that not all skin types or conditions may allow for full dressing adhesion, therefore, adhesive performance may vary between patients. It was reported that the patient was treated for an infection. Based on the nature of the incident, retain samples were tested for performance characteristics. All the results were found to be within specifications and no device malfunction was identified. In addition, avery dennison conducted a device history record review of the reported lot. The review confirmed that the performance characteristics were within specification at the time of product release.

Event description:
Avery dennison received a complaint from a research & training hospital within turkey indicating that a yellow mucous layer formed under a chlorashield dressing on a patient. The yellow mucous indicated the patient had developed at infection at the catheter site. It was also noted that the dressing lost adhesion in the center and at the edges of the device.